Event description:
It was reported that the pt underwent a multi-level posterior lumbar fusion (plf). The distal tip of the screwdriver fractured during screw insertion while the surgeon was tightening the screw. The screwdriver remained intact while the surgeon pulled the screwdriver away from the wound. The scrub tech tapped on the screw driver on the back table afterward and the driver broke into pieces. Another driver was used to complete the case. No pt injury was reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination confirmed the hex head broke off from the internal shaft. Microscopic examination of the fracture surface revealed a quasi-brittle fracture surface, with no indication of torsion or fatigue. River lines suggest bend stress overload as the mechanism of failure, with 45 degree chamfer acting as a stress concentrator. A review of the device history records did not identify any applicable non-conformance to spec.